Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia while using the ilet and was involved in a motor vehicle accident after receiving a low glucose alert on the device but not taking corrective action. Symptoms included low blood glucose. Outcomes included interference with activities of daily living. Investigation included attempts to obtain additional information from the patient and a review of available complaint information. Investigation of this case revealed that the cause of the hypoglycemia could not be determined. It was concluded that a device malfunction could not be confirmed and that user factors may have contributed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.